Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was flashing. The customer's blood glucose level was 138 mg/dl. The customer reported that his pump was flashing black and white. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant blank flashing white display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test due to constant blank flashing white display.